Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. Analysis and results: there is one previous complaint of this code-batch regarding this issue but closed as not confirmed after analysis. We manufactured and distributed in the market 2,412 units of this code-batch. There are no units in our stock. We have received three open samples, all of them are manipulated, with rests of blood in the aluminum pack. In these conditions, we can not assess properly the customer complaint. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: in spite of receiving defective samples, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with monosyn suture. The customer reported needle detachment before use. There was no patient involvement.